Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within a month post implant, the patient had phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was revised and remained in use. No patient complications have been reported as a result of this event.